Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015, resulting in patient experiencing a hypoglycemic event. Patient was attending church with a friend when patient began to feel disoriented and confused. Patient informed friend and friend drove patient to the hospital. Once at the hospital, the patient was administered glucose by a nurse and released. The patient was not admitted to the hospital. No further medical intervention or injuries were reported. Patient reported current condition as feeling alright. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. An exterior visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed related to the complaint. Device passed functional testing. An interior inspection was performed and upon disassembly super glue was observed on the diaphragm of the speaker. Speaker passed high resistance testing. The root cause was determined to be an assembly error with contamination on speaker diaphragm. Customer complaint of intermittent audio output is confirmed. A CAPA has been initiated for this issue.